Manufacturer narrative:
This product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -14.00 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was exchanged for a shorter lens on (B)(6) 2017 due to excessive vault. The problem was resolved. The patient's post-op showed best corrected visual acuity (bcva) to be 20/20 and uncorrected visual acuity (ucva) to be 20/20.

Manufacturer narrative:
Device evaluation: product evaluation found lens returned in a micro centrifuge vial with some moisture. Visual inspection found a missing piece of the haptic. (B)(4).